Manufacturer narrative:
H.6. Investigation: bd received samples from the customer facility for investigation. The samples were tested/evaluated and the customer's indicated failure mode for underfill with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text

Event description:
It was reported that bd vacutainer® 9nc 0.129m plus blood collection tubes had underfill. This was discovered during use. The following information was provided by the initial reporter: material no. 363080 batch no. 9184798 and 9168667. It was reported that citrate tubes not pulling sufficient volume. I have one sample from each lot, hospital has reported having issues with the bd product blood collection. Tube 3.2% buffer sodium citrate plastic 1.8ml light blue bd vacutainer plus bd hemogard translucent closure blood collection venous sterile latex free. Description: minimum of 11 blood samples rejected ¿ possible bad vials ¿ tubes not pulling sufficient volume.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9184798. Medical device expiration date: 2020-01-31. Device manufacture date: 2019-07-03. Medical device lot #: 9168667. Medical device expiration date: 2020-01-31. Device manufacture date: 2019-06-17. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® 9nc 0.129m plus blood collection tubes had underfill. This was discovered during use. The following information was provided by the initial reporter: material no. 363080, batch no. 9184798 and 9168667. It was reported that citrate tubes not pulling sufficient volume. I have one sample from each lot, hospital has reported having issues with the bd product blood collection. Tube 3.2% buffer sodium citrate plastic 1.8ml light blue bd vacutainer plus bd hemogard translucent closure blood collection venous sterile latex free description: minimum of 11 blood samples rejected ¿ possible bad vials ¿ tubes not pulling sufficient volume.